Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device exhibited non-sustained oversensing episodes. The noise signal was reproducible in clinic and it was suspected to be from shorted output stage detection of the device during a high voltage charge. The patient was doing well and will continue to be monitored.